Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead monitoring recording the day after implant showed oversensing on the rv channel before true r waves. Over sensed intervals were causing intrinsic r waves to be marked as vf. In person isometric testing could not recreate noise. Impedance has also dropped since implant. Lead currently remains implanted. Should additional information be received, this file will be updated.